Event description:
It was reported that the device had been in pt for 18 months plus and slipped out.

Manufacturer narrative:
The complaint of catheter dislodgement is inconclusive. No mfg defects were found with the surecuff. There were no gaps or inconsistencies in the adhesive glue bond. No defects were found with the surecuff and there is a complete bond between the dacron material and catheter tubing. Catheter dislodgment can occur due to a lack of complete tissue ingrowth around the surecuff. This may be due to the physiology of the pt. Proper dressing and anchoring of the catheter will help prevent dislodgement. The product IFU addresses proper dressing techniques. It should be noted that the complainant has modified the fixed suture wing that is located at the bifurcation site. Gross and microscopic examinations show the "wing" portion of the suture wing to be missing. It appears the complainant has cut away the wings. The fixed suture wing is provided to help prevent twisting, pistoning and dislodgement of the catheter. This is a practice that is not recommended by the MFR. A lot history (lhr) is not possible, as no mfg lot number info has been provided by the complainant.